Event description:
Caller reported a cartridge alarm 20 during the load process. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer was assisted by technical support in properly loading a new cartridge and successfully resumed insulin therapy, resolving the issue.